Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received within the past two yrs involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event, it was reported that a propex ii apex locator provided incorrect measurements; no injury resulted.